Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose rose [blood glucose increased] the injection fluid rate was uneven, and the customer could not determine the amount delivered once [device delivery system issue] suspected the medication was not fully injected into body, could not determine the amount delivered once [incorrect dose administered by device] patient believed there was a quality issue with the novopen 5 [suspected product quality issue] case description: this serious spontaneous case from china was reported by a consumer as "blood glucose rose(blood glucose increased)" with an unspecified onset date, "the injection fluid rate was uneven, and the customer could not determine the amount delivered once(device delivery system inaccurate flow rate)" with an unspecified onset date, "suspected the medication was not fully injected into body,could not determine the amount delivered once(partial dose delivery by device)" with an unspecified onset date, "patient believed there was a quality issue with the novopen 5(suspected product quality issue)" with an unspecified onset date, and concerned a patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index not reported dosage regimens: novopen 5: medical history was not provided. On an unknown date patient purchased a piece of novopen 5 at a pharmacy. After delivering the dose and withdrawing the needle, there was a click, and the liquid came out. The patient suspected the medication was not fully injected into body, which led to elevated blood glucose (blood glucose), values and units were not reported. The customer said the patient believed there was a quality issue with the novopen 5. The injection fluid rate was uneven, and the customer could not determine the amount delivered once. Because the injected dose could not be confirmed, the customer's blood glucose rose and patient was hospitalised (duration of the hospitalisation not reported) and the doctor advised inpatient blood glucose monitoring. After the store manager provided instruction on how to use it, the customer's blood glucose still would not come down. Batch numbers: novopen 5: unknown. Action taken to novopen 5 was not reported. The outcome for the event "blood glucose rose(blood glucose increased)" was recovering/resolving. The outcome for the event "the injection fluid rate was uneven, and the customer could not determine the amount delivered once(device delivery system inaccurate flow rate)" was not reported. The outcome for the event "suspected the medication was not fully injected into body, could not determine the amount delivered once(partial dose delivery by device)" was not reported. The outcome for the event "patient believed there was a quality issue with the novopen 5(suspected product quality issue)" was not reported. Reporter's causality (novopen 5) - blood glucose rose(blood glucose increased) : unknown the injection fluid rate was uneven, and the customer could not determine the amount delivered once(device delivery system inaccurate flow rate) : unknown suspected the medication was not fully injected into body, could not determine the amount delivered once(partial dose delivery by device) : unknown patient believed there was a quality issue with the novopen 5(suspected product quality issue) : unknown company's causality (novopen 5) - blood glucose rose(blood glucose increased) : possible the injection fluid rate was uneven, and the customer could not determine the amount delivered once(device delivery system inaccurate flow rate) : possible suspected the medication was not fully injected into body,could not determine the amount delivered once(partial dose delivery by device) : possible patient believed there was a quality issue with the novopen 5(suspected product quality issue) : possible on (B)(6) 2026 the case was re-classified from non-serious, non-expedited to serious, due to hospitalization criteria for the events "blood glucose rose", "the injection fluid rate was uneven, and the customer could not determine the amount delivered once," "suspected the medication was not fully injected into body,could not determine the amount delivered once," "patient believed there was a quality issue with the novopen 5." Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated preliminary manufacturer's comment: (B)(6) 2026: the suspected device novopen 5 has not been returned to novonordisk for investigation. No conclusion reached on device functionality. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.